Event description:
Healthcare professional reported a left side deflation. Healthcare professional reported " any crease" on rga. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on radius side assessed as fold flaw opening. ¿ crease folding of implant: observed creases on the device. Additional observations: ¿ no other observations observed.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Physician reported a left side deflation. The device has been explanted and replaced. Surgical observations made include: any creases and hole in radius (edge).